Event description:
Customer reportedly received the following results on the active system within 10 minutes: 139 mg/dl, 460 mg/dl, 512 mg/dl, 304 mg/dl, 55 mg/dl, 160 mg/dl, and 50 mg/dl. No actions taken based on device results. No adverse event reported. Customer was unable to provide the strip lot number. Requested return of suspect device and replacement was sent.